Event description:
The autoclavable videoarthroscope was returned to the demo pool for "not functioning properly". During the evaluation of the scope it was noticed that the scope was missing the weld on the needle assembly portion.